Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy, the device delivered an imcomplete staple line and fired malformed staples. Additional sutures were used to rectify the situation. There was no adverse consequence to the patient.